Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Supply changes were performed and the occlusions continued. Reportedly, the customer reverted to manual injections for insulin therapy. Customer's blood glucose level was in the 500's mg/dl range and manual injections were used to correct. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.